Manufacturer narrative:
An internal investigation has been performed. Merge healthcare determined that there was a deficiency in the software and this confirmed the reported allegation. Should a reference lab cancel a test in the middle of the hl7 result message, tests and accessions following the cancelation may not be processed as expected and there is the potential that results may not appear in merge lis. It has been determined that modifications to the software should occur to mitigate this issue and to ensure that all reference lab results are received. Modifications to the software will resolve this issue. It should be noted that lis users have tools available to identify patient's with pending results. Among those tools are the pending report described in merge lis v. 4.1.4 user manual, chapter 10 management report, pending report, which lists all of the patients with laboratory work still pending completion. Also review of the worklist will indicate if patient results have been transmitted to the reference lab. Once all results have been received they are cleared from the worklist screen. If the customer identifies that a lab test has not been received, the customer can contact the reference lab and have the reference lab send the results to the required recipients without the use of the lis. Additionally, most reference labs offer patient/provider portals in which the provider can view/retrieve patient results.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6), 2016 the customer reported some results from the reference lab not appearing in merge lis on one patient accession. Merge healthcare identified that completed reference lab test results were not being processed by merge lis for tests following a canceled test by the reference lab, on the patient accession. With merge lis not receiving reference lab results as expected, there is a potential for a delay in treatment or diagnosis which could lead to harm; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
The software deficiency of completed reference lab test results not being processed by merge lis for tests following a cancelled test by the reference lab was corrected in merge lis software version 4.1.6 released november 22, 2016. Customer was upgraded to lis v. 4.1.6 on (B)(6) 2017. Revised information contained in this supplement report includes the following: updated manufacturer contact info, updated contact office - name/address, indication that this is follow-up report 001, indication of malfunction as reportable event, indication of additional information, indication of additional manufacturer information is contained in this follow-up report.